Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot up. The philips remote service engineer (rse) examined the system remotely and found that the user required application training on different equipment. The rse found that the reported malfunction was logged for wrong equipment. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the case was created in error for wrong product. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.